Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl; patient's mother stated there were issues occurring with the controller and insulin delivery. More specifically, there were carbs in the controller history that had not been entered; there was also an un-commanded insulin delivery of 30 & 20 units, as well as an incorrect carb reading (180 instead of 80) and several unprompted insulin suspensions.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pdm data indicates that all boluses were commanded through pdm button presses. The investigator paired an unused pod to the pdm for a 24hr period. No significant discrepancies were observed between the units of insulin commanded by the pdm and the insulin delivered by the unused pod, and no discrepancies were observed between what the investigator inputted into the pdm versus what the pdm data displayed. Inspection of the pdm found no issues capable of causing the reported events.

Manufacturer narrative:
Correction to d1 - brand name changed from assembly, ust400 pdm final package, eros global packaging to omnipod insulin pump correction to d(4): catalog no changed from unavailable to ust400.lot number changed from unavailable to l61364. Sequence number changed from unavailable to 130890946. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.